Event description:
Caller alleging they had perceived a false negative cardinal health hcg combo serum sample, beta quant = 7 miu/ml. Limited information was provided. Customer called to discuss product specs. Two weeks prior, one of their technicians ran a serum sample. They saw no test line at the 5-6 minute read time but then saw a faint line develop before the 10' mark. The technician took same sample and ran it on the centaur and the quant result was 7 miu/ml. The technician reported it out as positive. Although additional information was requested, the customer was unable to provide any further information, stating they had no lot # and no patient details. No adverse events reported.

Manufacturer narrative:
Investigation conclusion. Patient's serum sample was quantified at 7miu/ml. This is below 10miu/ml which is the detectable limit of the product. In cases like this, a negative result would be obtained. No problem found. The customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.